Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a screw (iuniht) became loose. No additional surgical intervention was required. Tooth location 13.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified that the device is worn from use at the threads, body, and drive feature with some debris noted. Pictures or x-ray images were not provided. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported device. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (screw loosening) or device(s) (iuniht). Therefore, based on the evaluation, device malfunction did not occur and the reported event was non-verifiable following inspection. The screw is noted to be retightened to resolve the event, which is considered misuse for single use items. However, the probable cause may be associated to insufficient screw torque.

Event description:
Additional information received confirmed that screw was re-tightened to solve the issue at that time.